Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient was hospitalized for 2 months and treated with vancomycin (1 gm, once in 4 days, route not reported) for the peritonitis event. The patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the peritonitis and the patient began unknown treatment for the event (dose, frequency and route not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, the patient remained hospitalized for another indication and dianeal/extraneal therapies were ongoing. No additional information is available.